Event description:
The customer reported that there have been at least three instances recently where the ports on the manifold have either cracked, or broken off in the g9 east nursing area. Chemotherapy was not being administered at the time. The samples will be returned to quest for evaluation.